Event description:
A customer had a problem with a peritoneal catheter. The customer reports, the catheter had two small holes in the portion that remained outside the body. Solution was leaking from the holes. The pt received preventive treatment for one week with vancomycin, ceftazidime, and cipro.